Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advance for dilatation. However, upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.